Manufacturer narrative:
In this incident, there was no report of pt injury. Troubleshooting of the motor in question over the phone indicated a malfunction may exist. A result of the malfunction of the motor as reported was a broken rotary file (reported under MFR report #2320721-2004-00495). Due to breakage of the file, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reports. This event, therefore, is reportable per 21cfr part 803. Device was returned to MFR and will be appropriately evaluated. Eval results will be submitted in a f/u report.

Event description:
Dr reported malfunction of electric motor resulted in a separated file, (reported under MFR report #2320721-2004-00495) due to failure of the motor to appropriately auto-reverse or produce warning tones.